Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clotting occurred with a one-link needlefree IV connector. The reporter stated this occurred during blood draws on the aphaeresis catheters as well as a variety of other catheters with the one link needlefree IV connector due to the formation of a fibrin sheath in central venous catheter (cvc) lumens. The complete IV set up includes a non-baxter primary tubing and baxter secondary tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
There were six devices received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Function testing that includes device to device interaction, clear passage and pressure test with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.